Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not described. The peritonitis was manifested by cloudy effluent, abdominal pain, loss of appetite and nausea. It was reported the patient was hospitalized and treated with injection cefazolin (1gm, once daily, intraperitoneal, discontinued) and injection amikacin (100gm, once daily, intraperitoneal, discontinued), injection heparin (1000iu, once daily, intraperitoneal, discontinued), tablet fluconazole (150mg, every 48hrs, oral, discontinued) and injection meropenem (1gm, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the peritonitis. On an unknown date pd therapy was discontinued, the pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.